Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). A follow-up report will be provided after the examination results are available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.

Event description:
According to the complainant. "Benadryl (25 mg in 100ml infusol bottle n/s without cstd) therapy started at 1317 hours with 100ml vtbi at rate of 400ml/h expected therapy duration of 15mins. At 1332 hours, the pump alarmed for kvo but physical bottle was still observed with half full bottle. Therapy was discontinued on incident pump , transferred to another pump, complete the therapy in 8 mins time." No patient complications were reported as a result of this event.

Manufacturer narrative:
This report has been identified as b. Braun internal report number (B)(4). Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Additional information: h4 device manufacturer date the device was not available. Only the history data was sent for investigation. Results: the device history files were analyzed. A space line was selected and the infusion started with a rate of 600ml/h and a volume of 50ml. A few minutes after start, kvo mode (keep vein open) started. At this time, 50ml was infused. A new volume of 10ml was selected and the infusion started again. No other abnormalities were found. Judgment: the complaint could not be confirmed.